Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, a portion of the black insulator sheath material around the electrode flaked off into the pt's joint space. The debris was removed from the body and the procedure was concluded successfully without further incident or harm to the pt. The surgeon announced without detail that this has happened 2 other times in the recent past, supplied no details. See also associated mdrs 1221934-2009-00126 and 1221934-2009-00128.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.